Event description:
It was reported to medtronic minimed that the customer experienced keypad anomaly, pump error 63 (hardware low level failures.), a crack on the battery tube side of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the buttons were not responding. The damage was affecting/impacting pump functionality. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. Unit passed the displacement test and self-test. No pump error 63 alarm noted during testing. However, on 10/01/2025 20:00:35.000 through 10/03/2025 08:40:55.000, pump error 63 was found, with several alarms noted. Line=147 file=2017. Per software engineering log investigation, pump error 63 was caused by twi interface on main/motor processor. Additionally, stuck key alarms were found on 10/01/2025 19:25:58.000 and 10/01/2025 19:31:31.000. Upon peeling off keypad overlay, no corrosion or broken traces were noted on keypad assembly. However, after unit was cut open and a visual inspection on connectors and electronic assemblies was performed, corrosion was noted on keypad flex connector gold traces and on the keypad connector on pcb1. Additionally, corroded motor home switch was noted on the motor assembly, causing pump error 63. Isolate to electronic and motor assembly. The following cosmetic damages were noted: label damage (faded), cracked case (battery tube), battery tube threads - cracked, missing display window/cover, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations are confirmed of pump error 63 when alarms were noted during download history review. Problem isolated to electronic assembly due to additional corrosion noted. Additionally, customer allegations of keypad anomaly were confirmed when corrosion was found on the keypad flex connector gold traces. Customer allegations of cosmetic damage were confirmed when cracked case (battery tube) was noted during visual inspection. Overall, isolate to electronic and motor assembly due to corrosion found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.